Manufacturer narrative:
The prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and neither radiographs, photographs or operative notes were provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Event description:
As reported via legal documentation, a patient had right knee revision surgery on (B)(6)2020. They have not yet undergone a 2nd revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. 2022 ca (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10. Concomitants: (B)(6) -02-010-06-0531 - tru post. Aug. Size 3, 5mm. (B)(6)-02-012-60-1480 - tru stem ext 14mm x 80mm. (B)(6)-02-010-06-0330 - tru cc femoral size 3 right. (B)(6)-201-78-15 - holding pin mini sharp point 4 pk . (B)(6)-02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6)-02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6)-204-70-00 - tibial stem ext. Screw. (B)(6)-521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6)-521-78-32 - threaded pin size 3.0 collarless 2pk.